Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the devices were received together and not in original packaging. The whole suture capture has become detached. The broken component was returned. A functional evaluation show that pulling the triggers will close the jaws and deploy the suture passers as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy procedure, after a suture was removed from three(3) firstpass devices, the capture windows were broken. The procedure was successfully completed with no surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).